Event description:
It was reported to philips that the device experienced an operational test failure. There was reportedly no patient involvement.

Manufacturer narrative:
Reporting institution phone/reporter phone: (B)(6).

Manufacturer narrative:
The customer evaluated the device, and received remote support from the customer care solution center. During which, a quote was provided for replacement of the ac power module. Upon conclusion of the evaluation, it was determined, that this was a malfunction of the ac power module. The replacement for, which a quote was provided. The device remains at the customer site. And no further evaluation is warranted at this time.